Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the guide wire broke inside the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter. The guide wire was also returned. No damage was observed on the guide wire. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at this location. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. There was no evidence of the guide wire broken off inside iab catheter. The condition of the iab as received indicated dried blood occluding the inner lumen. The reported guide wire broke inside the balloon cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the guide wire broke inside the balloon. There was no reported injury to the patient. The indication for the procedure was a lhl with coronary angiogram. Iab placement for CABG.

Manufacturer narrative:
Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the guide wire broke inside the balloon. There was no reported injury to the patient. The indication for the procedure was a lhl with coronary angiogram. Iab placement for CABG.